Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, there was moisture behind the display and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. The returned battery cap was found to be undamaged and able to properly secure to the pump to power the pump on. The battery cap contact height and width measurements were found to be within specification. During investigation, the battery compartment was found to be cracked below the grip pad. The threads of the battery compartment were found to be damaged. There was no evidence of moisture corrosion inside the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an intermittent power and moisture ingress issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.